Manufacturer narrative:
The product quality complaint allegation has been confirmed upon receipt of the provided x-ray visualization. It was identified from the x-ray that a ar-8719mxds-1818 staple had broken intra-operatively. No further information is available from the x-ray provided. The most likely cause of the event remains undetermined, as the device is not expected to be returned for investigation. It was recorded that the event did not occur during the procedure, and additionally, the level of patient compliance was unknown.

Manufacturer narrative:
The product quality complaint allegation has been confirmed upon receipt of the provided x-ray visualization. It was identified from the x-ray that a ar-8719mxds-1818 staple had broken intra-operatively. No further information is available from the x-ray provided. The most likely cause of the event remains undetermined, as the device is not expected to be returned for investigation. It was recorded that the event did not occur during the procedure, and additionally, the level of patient compliance was unknown.

Event description:
It was reported by a patient that two arthrex staples had been used during her foot surgery. One staple has been found to be broken. Patient states that the surgeon does not appear to be very concerned about the broken device. Specific arthrex part number was not provided at time of initial report.